Event description:
Customer reportedly received blood glucose result of 60 mg/dl obtained on the aviva system. Customer self treated with fruit. Customer then received results of 338 mg/dl, 464 mg/dl, and 125 mg/dl within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.